Event description:
It was reported an issue with monosyn suture. The client reported that, o&g department complained the suture appeared thinner than in the past. She has been using this monosyn 0 for more than 10 years but recently all appeared thinner. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are 36 units in our stock. We have received 6 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. Diameter result conducted on the monosyn closed samples received is 0.425 mm in average and fulfils the requirements of the european pharmacopoeia (ep) for this size and thread: 0.400 mm < xave < 0.499 mm. Diameter average value is in the medium range of ep requirements for this thread and size (monosyn usp 0). Additionally, we have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 5.73 kgf in average and 5.22 kgf in minimum (ep requirements: 3.97 kgf in average and 1.89 kgf in minimum). These values are the usual and current ones for this thread and size. Reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.